Event description:
It was reported that the patient presented to the pain clinic about 8 weeks following implant with redness, swelling and tenderness over the implantable neuro stimulator (ins) site. He was admitted to hospital and treated for infection. During this admission, he came under the care of an infectious diseases specialist, and was admitted and treated with IV antibiotics a number of times, although none of his infection markers were ever elevated. During the week of (B)(6), the infectious diseases specialist decided to find a definitive diagnosis by putting the patient on steroids (prednisone). All pain, redness and swelling quickly settled and the patient was discharged with a schedule for weaning off the prednisone. Once the patient's prednisone dose dropped to half the original, the pain, swelling and tenderness recurred. The patient was diagnosed not with an infection, but a reaction to the restore sensor ins. He was scheduled for removal of the ins on (B)(6) 2011. No patient outcome was provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient had their device removed on (B)(6) 2011. The patient was readmitted to the hospital for allergy testing, and showed a mild reaction to polysulfone and nothing else. Patient was scheduled for replacement of device on (B)(6) 2011. At the procedure, a review of the wound revealed a "red, angry, inflamed wound ," so the patient had their lead and extension removed and wound debrided. The patient was again scheduled for replacement surgery on (B)(6) 2012.

Event description:
Follow up information received confirmed that the patient was implanted with a new implantable neurostimulator and lead. He had not been heard from or seen since his discharge on (B)(6), 2012 and was presumed to be doing well. If additional information is received, a follow-up report will be sent.

Event description:
Additional information showed the patient's wound healed, and the patient was re-implanted with a new device.

Manufacturer narrative:
Final device analysis of implantable neurostimulator (ins) revealed no anomaly found - ins is functionally ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.